Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a low blood glucose level in the past. The customer declined to perform troubleshooting with tandem technical support as the customer was unable to remember any details regarding the reported event.